Manufacturer narrative:
Concomitant medical product - nexgen fixed bearing tibial tray catalog# 00595404701 lot# ni, femoral component catalog#: 00595001602 lot#:unk. DHR was reviewed and no discrepancies relevant to the reported event were found. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon had difficulty inserting the articular surface implant into the tibial tray. Another device was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Concomitant medical product - nexgen fixed bearing tibial tray, catalog# 00595404701, lot# ni. Device history records were reviewed for the articular surface with no deviations or anomalies identified. The articular surface was returned for review. Visual inspection confirms that the dovetail is compressed on one side. Dimensions were found conforming to print specifications where measured. This device is used for treatment. The returned articular was confirmed to be compatible with the implanted nexgen tm tibial plate, size 5 ( per the nexgen knee profiler. A product history search revealed no additional complaints against the related part and lot combination. It was reported that the surgeon impacted the articular surface after it did not seat with the inserter. The compressed locking feature indicates that the articular surface was not correctly placed and oriented before impacting it into the tibial plate. It is likely that the problems encountered are related to the surgical technique.